Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 09/30/2013, however the correct date is 09/04/2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown. A field service specialist visited site and performed laser checks and tested the laser. No problems found. System meets johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental documentation will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that 1 patient had diffuse lamellar keratitis in the left eye (os) which occurred prior to (B)(6) 2010 date of surgery. The patient is being treated with fluorometholone (fml) steroids. Doctor had changed from prednisolone acetate eye drops to fml due to shortage of prednisolone acetate. Doctor started comfort eye drops which is a combination of preservative-free artificial tears and alcaine given to patients to use on day of surgery after surgery has been performed. The comfort eye drops were discontinued on last surgery day, (B)(6) 2019. Dlk has resolved.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.